Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged. During an atrioventricular (av) node ablation procedure, it was noticed that all ra lead slack was gone. Per the physician, the lead ratchet back into the pocket. The lead was removed and replaced due to no ability to move lead forward, there was no lumen. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.